Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted at implant. Through follow-up with the health-care provider, it was learned that the patient required root replacement (aortic tear) and therefore, the device was explanted. According to the operative report, the patient's ascending aorta was thin. The aortic valve was exposed and was indeed bicuspid. The aortic valve leaflets were explanted, the annulus was decalcified, and then the bioprosthesis was placed. It was seated with no problems. As the ascending aorta was thin, somewhat friable, it was decided to close the aortotomy with felt reinforced buttress strips and placed felt strips, one superior and one inferior, on the aortotomy. The patient was weaned from cpb without difficulty and without inotropes. During inspection of the cannulation sites, there was no evidence of bleeding from the cannulation sites. However, there was a small area bleeding in the aortotomy felt closure on the anterior surface. A suture was placed very carefully, trying to avoid any tension or traction on the ascending aorta. Nevertheless, after tying the suture down, the hole became larger and it could be seen that actually the ascending aorta was disintegrating, particularly at the inferior, that is toward the aortic root, suture line. The patient was placed back on cpb and an aortic root replacement was performed. The valve was removed and successfully replaced with a valve of the same model and size. Tee revealed good valve function, reasonable lv and rv function at the conclusion of the procedure. Per the surgeon, the reason for explanting the valve was not related to a device malfunction.

Manufacturer narrative:
(B)(4) - patient required aortic root replacement. Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.